Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery results for the patient were empty and they didn't get them. The patient said that they still felt like the ins was working properly, and their condition was good. The rep provided a photograph of the physician programmer displaying electrode impedance and therapy measurements. All electrode pairs that included electrode 3 showed high impedance greater than 4000 ohms. All other electrode pairs had impedance within normal range ranging from 1074 to 2168 ohms. Therapy impedance was also greater than 4000 ohms. Battery results showed an "ok" status with "???" Longevity. This status only displays for this model ins when the ins has experienced a power on reset (por). Additional information was received from the rep. It was reported that the patient was still getting good results from therapy so the rep did not think electrode 3 was disturbing therapy. It was noted that the patient recently had a CT check, and the rep asked if it was possible that the CT caused the issue. Additional information was received from the rep. The implant dates of the ins and lead, and the lot number of the lead were not available and the implant occurred before the rep started their role and the rep did not have any documentation. The high impedance and unexpected battery status was first discovered in (B)(6) of 2019. The cause of the high impedance was not determined, but it was noted that it might have been the CT that the patient had. The cause of the por was also not determined, but it was noted that it might have bee n the CT that the patient. No further actions or interventions had been taken or planned yet to resolve the issue. The patient's weight at the time of the event was unknown. It was noted that this information was confirmed with the physician/account.